Event description:
Pt reported that back to back tests performed on the surestep meter were 56 and 150 mg/dl. No symptoms were reported. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.